Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported fentanyl infused faster than expected. There was no report of patient harm. Although requested there is no other event details provided by the customer at this time.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer complaint that an infusion infused too fast was confirmed. Review of the pump module event logs confirmed that on (B)(6) 2016 at 4:37 pm the user programmed an infusion for an unknown drug at a rate of 0.688ml/hr with a vtbi of 39.651ml. The infusion infused for approximately 2 hours and 39 minutes and then was powered off. Inspection of the pump module found that the upper and lower door hinges were cracked and broken with missing pieces. No administration set was returned for investigation. Rate accuracy verification was performed and the pump module was found to be out of specification. Periods of unregulated flow occurred during testing. The proximate cause that an infusion infused too fast was broken upper and lower hinge posts.